Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that both right ventricular (rv) leads exhibited a polarity switch and undefined high impedance. One rv lead remains in place while the other rv lead was capped. No patient complications have been reported as a result of this event.

Event description:
It was noted that the right ventricular (rv) lead was no longer working and exhibited high impedance. It was noted that the patient went for a lead revision and it was noted that the patient had an adapter that was never registered. It was determined that the adapter was broken and that there was two rv leads that were both functional. One rv lead was capped and the other remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.